Event description:
It was reported that a refill was done on 2013 (B)(6) and the drug concentration was changed; however, a bridge bolus was not programmed. The reporter noted that the patient came back to the clinic on the date of the report and was experiencing symptoms of overmedication. The patient¿s left leg felt heavy ¿like a sand bag on her leg", and she felt "funny in the head" and was wincing. The reporter wanted to program a bridge. It was noted it had been 20 hours since the pump was refilled and updated. The physician wished to finish the bridge and use the 50.31mcg dose. The programming was updated per the reporter and the patient had left the clinic. The pump system was being used to deliver baclofen.

Event description:
It was later reported that the patient returned to the healthcare provider (hcp) the day after the refill and the hcp readjusted the pump. By the next day, the patient¿s symptoms had improved and they were getting good therapy.

Manufacturer narrative:
(B)(4). All previously reported conclusion codes have been updated/corrected.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).